Event description:
The jetstream navitus device was used to treat lesions in the sfa and peroneal. It was reported that the device would intermittently stop aspirating and the guidewire loop was not getting larger as the device advanced. Upon eval of the arteries in the foot, distal emboli was observed. The physician ballooned the affected pedal arteries without success. He then injected 4mg of tpa into each affected pedal artery successfully restoring triphasic pulses. The pt is doing well following treatment.

Manufacturer narrative:
The device was evaluated and the loss of aspiration and guidewire position issue are attributed to a kink/shunt observed in the catheter at 37 inches from the distal end. The root cause for the distal emboli could not be determined. There is no evidence the observed damage caused the embolization. Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.